Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Whenever I use tampax brand tampons they always disappear: vagina [foreign body in reproductive tract]. Insert tampon at the beginning of the day and by the time I go to bed nothing is there [device breakage]. Case description: consumer e-mail stated that the tampons disappear after insertion. No serious injury was reported.